Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). This issue is being investigated through a CAPA. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
Baxter quality associate sent email notification of a literature article regarding the clearlink luer activated device. It was reported that blood drawn through a valved catheter hub connector carried a significant risk of contamination. The study was performed to evaluate the blood drawn through hub connectors that would have ordinarily been discarded. Drawing blood cultures through a catheter hub connector carried a risk of false positives that could increase blood stream infection rates by up to 3-fold. From (B)(6) 2004 to (B)(6) 2006, needleless clearlink catheter hub connectors were evaluated. The syringe of blood was normally pulled back through the needleless hub connectors of a central venous catheter and discarded prior to obtaining a blood specimen and performing a blood culture. Organisms growing in the dbcs (discard blood cultures) were identified to a species and the quantitation recorded. It was reported that dbcs drawn through the clearlink needleless hubs were significantly more likely to be positive than those drawn through other hubs. The results of the discard blood cultures drawn through the clearlink showed that out of 118 patients that were cultured with total dbcs of 344, there were 75 positive cultures. It was also noted that the clearlink connectors had a negative displacement whereas the other connectors were considered to have a neutral displacement. The negative displacement hub connectors are more likely to retain blood after flushing and the retained blood in hub connectors is thought to be a risk factor for infection. No additional information is available.